Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty connector on the associated paddles. The device was recertified and returned to the customer and the faulty paddles were scrapped. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.